Manufacturer narrative:
B2 outcomes attributed to adverse event, corrected data: initial report inadvertently forgot to check 'other serious.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient developed an infection which was indicated to be related to the implant procedure. It was noted that the patient was hospitalized and medication was required. Device history records were reviewed for the generator and the device passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date.